Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found.

Event description:
It was reported that during the implant procedure the screw of the implantable lead would not deploy or extend from within the lead. The implantable lead was not implantable and a new lead was selected for implantation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).